Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. Device met manufacturing release specifications. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that during the implantation of a tecnis z900200235 intraocular lens (iol) as the trailing haptic was released from the cartridge, the doctor noticed the haptic had broken off. In follow up it was learned that the incision was enlarged, the iol was removed from the eye and another iol of the same model and diopter were placed during the same procedure. The iol was discarded at the facility.